Manufacturer narrative:
(B)(4). Batch # r59g8n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a pneumonectomy, the stapler was fired on the pulmonary artery, unknown firing, and some of the staples didn't form. Unknown if any bleeding occurred. The patient was put on a bypass and a second like stapler was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: can you please provide more event details? Were one or more staple lines incomplete? If yes, please explain. If bleeding did occur, how much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? Did the device cut some, but not all of the tissue? If so, how was the transected tissue managed? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. The only information that could be obtained from account is that the patient was very sick, and the bypass machine was already in place for use in procedure.